Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. The customer signed out of the mobile app and then signed back in, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.